Manufacturer narrative:
Product analysis lot # could not be confirmed on the returned hemostasis valve as there was none present no ancillary devices or images were returned with the device. The hemostasis valve was returned with the valve in a closed/ tightened state. Upon initial analysis microscopic examination shows the seal opening as intended but there appeared to be seal damage in certain areas to assess the leak portion of the complaint the valve was connected to a proxy riptide pump, proxy aspiration tubing set and proxy liberant catheter. The test showed that a leak was present in the valve as there was air entering through the vale end when fully closed off to further investigate the source of the leak, the valve was carefully disassembled, and both the inner seal and washer were examined under the microscope. While the washer was intact with no signs of damage, the seal showed evidence of wear/ damage during this inspection with seal perforation being seen on the seal inner diameter. The valve was reassembled and re-tested with the same results seen prior to disassembly of the unit (air leakage into the unit when fully closed/ tightened) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the 12f liberant thrombectomy set, a leak was detected at the hemostasis valve. After a few catheter/dilator removals and insertions and excipio prime insertion, the hemostasis valve lost its seal. A 10cm 11fr non-medtronic (terumo) sheath and a .035 non-medtronic (terumo glidewire) guidewire were used. The instructions for use were followed during preparation, procedure, post-procedure. Physician had to manually block off the back of the hemostasis valve with fingers to close off any air from entering or exiting to complete the procedure. The device was safely removed from the patient. No patient complications have been reported as a result of this event. Additional information 18-may-2026: the vessel associated with the event was the popliteal & femoral vein. The clot was acute and subacute with 99% occlusion. Minimal tortuosity reported. The vessel size ranged from 12-15mm. The clot length was approx. The whole length of popliteal to femoral vein.